Manufacturer narrative:
There is no service record. Without evaluating the unit, the cause for malfunction cannot be determined.

Event description:
During procedure, the handpiece primed properly, started working on patient but then quit.